Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom constant close door message through the experience of door not fully latched alarms, caused by a failed upper link switch. The upper auxiliary assembly, which contains the failed link switch, was replaced.

Event description:
It was reported that a spectrum pump alarmed a constant door close message in the medical/surgical care area. It was also reported that there was no pt injury.